Manufacturer narrative:
A philips remote service engineer (rse) confirmed from error logs that a fault occurred in the x-ray generator due to a fuse trip on the rail voltage output to the adu of the frontal generator. Subsequently, a philips field service engineer (fse) inspected the system onsite and identified that fuses f2 and f3 in the mains interface unit were blown due to a downstream short circuit. However the fuses blown again after replacement. A review of system log files confirmed that the exposure failure was caused by a malfunction in the anode drive unit (adu). The fse replaced adu certeray and sent for analysis. The analysis confirmed that the output valves were blackened due to overheating, which was caused by the adu design. Additionally, fse also replaced the fuse set. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, preventing exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.